Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The tacitcath catheter was connected to ensite and placed in a saline water bath. The catheter displayed properly with no anomalies noted. No noise was noted on the distal electrodes. Electrical testing of the returned device determined electrodes 1-4 met specifications for acceptable resistance value, however, a short circuit was detected between electrode 1 and the tct conductor wires, consistent with the reported electrical issue. The device handle, shaft, tip, and connector were dissected for further inspection, however no visible wire damage was noted consistent with a short circuit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the short circuit between the tct conductor wire and conductor wire 1 remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.